Event description:
It was reported the patient was gradually increasing their stimulation. They were currently at 1.8 v. Stimulation was ¿not that uncomfortable,¿ but was not working as well as it could be. The discomfort was not bad enough to lower stimulation. The patient thought they could be over-stimulating it since it worked better at 1.6 v. The discomfort felt like a little pain. The patient only occasionally felt stimulation. The patient experienced a loss of therapeutic effect. They were going to the bathroom more often at 1.8 v than 1.6 v. The patient was going to decrease back down to 1.6 v. The patient also felt a ¿little tag sticking out of the incision.¿ the patient thought it could be a means of taking out the stitches. They could not see it, only feel it. Ten days later, the patient still had concerns regarding their device or therapy, but was working with their healthcare provider. Appointment dates of (B)(6) 2015 were noted. It was reported that the patient had a loss of therapeutic effect. Therapy did not work well for the patient following a bladder infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qaff, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).